Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised hanger bar is cracked on the top. Dealer advised not currently using lift and has nothing else to use. Dealer advised not able to provide enduser information due to hippa. Dealer could not provide any further information.